Event description:
It was reported to philips that the device has a self test issue. There was no patient involvement.

Event description:
It was reported to philips that the device has a self test issue. There was no patient involvement.